Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during intraocular lens implantation surgery, there was an injection issue. Hence the back up lens was used to complete the surgery. It was reported that there was no patient impact.